Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. 3mensio was provided and the following was observed: calcification was present in the landing zone. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was empirically confirmed based on the information available to date as no relevant imagery or product was returned for evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as the customer reported, "the commander delivery system balloon burst on deployment due to patient anatomy to calcium at stj" and 3mensio confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the commander delivery system balloon burst on deployment due to patient anatomy. The delivery system was prepared in standard procedure and was used in normal circumstance, so customer suspects it was due to calcium at the sinotubular junction, and no other reason is suspected. Upon eye inspection, the balloon had a vertical tear consistent with what was observed on CT. They were able to deploy 16cc from the end deflator before it burst. Post dilation was performed due to perivalvular leak. The valve was successfully implanted.

Manufacturer narrative:
Investigation is ongoing.